Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that when the patient presented to clinic for follow-up, pocket stimulation was observed. Programmed outputs were manipulated but stimulation was still evident. Patient was being seen routinely and had no complaints with the behavior. Lead replacement was recommended.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that lead fracture was noted. Lead was capped and replaced on (B)(6) 2016.